Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 400 mg/dl. Customer went to the hospital on (B)(6) 2017 at 12 pm. Customer¿s current blood glucose level was 230 mg/dl. Customer was placed on insulin drip to treat their high blood glucose levels. Customer¿s parent declined to troubleshoot the insulin pump and advised they would take the patient to the hospital.